Event description:
It was reported that three (3) one-link non-dehp standard bore catheter extension sets disconnected and leaked from the connection with the peripheral intravenous (piv) catheter. These issues occurred during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: one (1) device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported leak. Pressure and clear passage under water tests were performed, and no leaks were observed. A dimensional test was performed, and the dimensions were found to be meet product specifications. A leak test was performed, and no leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.